Event description:
Three days post placement the pt returned with inflammation. A laparotomy was performed and it was noted the pt developed peritonitis. The external bolster loosened from the skin allowing fluid to leak into the stoma. The pt was admitted for observation. The pt had other serious health problems. Follow-up with the physician revealed the laparotomy was diagnostic in nature to determine cause of inflammation. When no cause could be attributed it was believed the inflammation was due to the loose external bolster.